Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the verse correction key (p/n: 199721000, lot #: 238090) was returned and received at us cq. Upon visual inspection, the rod lock component was received disassembled from the poly lock. The distal threads of the poly lock (p/n: 887010007) were observed to be broken. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: during functional test, the rod lock component (p/n: 887010008) failed to assemble on to the poly lock component (p/n: 887010007) due to the broken threads. Overall functional test cannot be performed as the device was returned by itself. The complaint can not be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the verse correction key (p/n: 199721000, lot #: 238090). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the DHR of product code 199721000, lot 238090, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on april 1st, 2019. Qty. 199. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the surgery, the double-pass cap thread was lost which did not allow its fixation. The alternate screw cap was then used which did not give a good grip to the screw head. Finally, a simple cap was tried again and the fixation of the bar was successful. The fragments generated were removed. The procedure was successfully completed. This report is for one (1) expedium verse spine system verse correction key 5.5. This is report 1 of 2 for (B)(4).